Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork has not been completed. Further investigation is in progress.

Event description:
On (B)(6), 2006, the pt was implanted with two gore excluder aaa endoprostheses. In (B)(6) 2011, an unspecified endoleak was identified but there was no indication of aneurysm growth. On (B)(6), 2011, a gore excluder aaa contralateral endoprosthesis was implanted. Final angiography revealed no evidence of endoleak. The pt tolerated the procedure well.